Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. End user was not exercising caution while operating the power wheelchair too close to the steps.

Event description:
End user states while operating the power wheelchair on his porch, he drove too close to the steps and fell. End user was not wearing the seat belt.